Manufacturer narrative:
The device remains implanted at this time. No product is available to return for eval.

Event description:
It was reported by the pt that she will undergo a revision surgery, to remove the posterior rod construct with a broken rod. No pt complications have been reported.